Manufacturer narrative:
Additional information provided in h.6. And h.10. The company service representative was informed by the customer that the issue was resolved and the system was back in use. The service request (sr) was cancelled. The system was manufactured on july 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during surgery, the system shut off on its own. There were no advisory warnings that displayed. The console was restarted to complete the case. There was no patient harm.